Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. During the procedure, after a couple of minutes of successful morcellation, the blade began to stop and start and then seized altogether. A second hand piece was used and the case was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.